Event description:
Information was received from a manufacturer representative regarding a patient, implanted with a neurostimulator (ins). It was reported that patient was seen in clinic. He states that he turned his stimulator off about a month because it wasn¿t working. States that none of the reprogramming had helped and he didn¿t notice a difference when it was turned off. An x-ray was taken to determine lead placement. It shows that one lead had moved a contact down, plausibly the right lead. The other lead appears to be down to the top of the next vertebral body (t9). The original placement was both leads at top of t8. Used the new imaging to set up new programs. Patient will try these new programs and determine if any or all with provide pain relief.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-dec-2026, UDI#: (B)(4); product ID: 977a260, serial/lot #:(B)(6), ubd: 15-dec-2026, UDI#:(B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.